Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level over 600 (mg/dl) and diabetic ketoacidosis. The cause of the elevated bg level was unknown. While in the hospital the customer received insulin intravenously. The customer was released from the hospital after three days with the issue resolved.